Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305106 and lot number 0051109. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. For the sample with the lot number provided as 'unknown,' a device history record review could not be completed. As a sample was unavailable for return, a thorough sample investigation could not be completed. Investigation conclusion: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Root cause description: based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that the unspecified bd¿ syringe had difficult plunger movement and depressed normally when the needle was removed. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the second incident was 11/26 when the provider stated she couldn¿t push the syringe and when she applied more pressure it popped off. We tried the syringe with and without the needle and it depressed normally only after we removed the needle, so we ruled out it being the syringe."